Event description:
Consumer reported he was injecting in his abdomen using pen needle and when he removed the pen needle from the injection site, the needle was not there. Consumer went to urgent care and they did a (1") incision, but could not find the needles. Consumer had about (6) x-rays.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.